Event description:
Patient received spinal construct to correct scoliosis on (B)(6) 2010. Subsequent to the surgery, the patient experienced loss of height, requiring the surgeon to perform a revision procedure. During the revision procedure, three set screws at the bottom of the construct were found to be loose. One of the three set screws was found to be disengaged from the threads of the pedicle screw headbody.

Manufacturer narrative:
(B)(4).